Event description:
The report received from the field indicated that approximately four years after the index procedure for cypher stent implantation, the patient returned to the hospital and was found to have very late stent thrombosis of the previously implanted (unknown) cypher stent. The very late thrombosis was treated by the implantation of two additional stents. Additional information/cd was received and preliminary review of the cd of the patient's index procedure indicated that the target lesion was the mid right coronary artery (rca). A cypher stent was implanted and post-dilated with a satisfactory result obtained. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.